Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 300 to 320 mg/dl. The customer reported that no insulin was observed exiting the tubing. The customer changed the infusion set and delivered a bolus. During troubleshooting with tandem technical support, the customer reloaded the same tubing onto the pump and observed insulin exiting the line. The customer believed the tubing had not been properly screwed on.